Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference manufacturer reports: 1627487-2011-01814, 1627487-2011-01815 and 1627487-2011-01816. The patient (B)(6) received her scs system, including an ipg, two percutaneous lead, and two anchors, on (B)(6) 2011. It was reported that the patient had redness at her ipg pocket site. The patient was admitted to the hospital for infection and treated with intravenous antibiotics and (B)(6) dressings twice daily. Cultures were not taken. The patient allegedly continued on antibiotics at home and was followed by her physician. It was reported that the infection resolved on (B)(6) 2011. No further patient complications were reported.